Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl. The customer declined troubleshooting for low blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.